Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Lung tissue. At what location on the tissue? Na. What color cartridge was being used? Na. What other color cartridges were used before and after this event? Before - na. After - none. Was the staple line and cut line equal? Yes. If buttressing material was utilized, which product was used? No use of buttressing. Was the instrument fired across or near an existing staple line or clip? Na. If any unexpected noises were heard, when were they heard? No unexpected noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure the surgeon said that during the second firing of the product the knife advanced until half of the jaws and then came back. The procedure was finished with same type product. No patient consequences reported.